Manufacturer narrative:
Device unique identifier (UDI)- (B)(4). Approximate age of device- 1 year and 3 months. It is unknown if the device was explanted from the patient. Though requested, the product disposition was not provided by the site. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for hemolysis. The pump was scheduled to be exchanged. Additional information was requested but not provided.

Manufacturer narrative:
A specific cause for the elevated lactate dehydrogenase (ldh) could not be conclusively determined. Multiple requests for product return were made but no product has been received. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was exchanged (B)(6) 2018.